Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (device code(s), type of investigation).

Event description:
It was learned through implant patient registry and investigation that a 25mm 11400m mitris valve, implanted in the mitral position, was explanted after an implant duration of 2 years, 1 month due to severe mr. The explanted device was replaced with a non-edwards mechanical valve. Additional information from momentis trial showed during a one-year follow up tte with 3+ transvalvular leak / mitral regurgitation. Per medical records, the patient underwent a native avr with aortic root enlargement, redo septal myectomy, and redo mvr. Intraoperatively there was clear lvot obstruction from the stent posts of the mitral prosthesis, the valve was excised, and a 25mm mechanical st jude non-edwards mitral valve was implanted in replacement. Tee showed good function of both valves post-op. The patient was transferred to ICU in critical condition post procedure. Hospital pathology report, mitral valve bioprosthesis was found to have aggregate of pale gray-pink portions of soft tissue. Mitral device with attached fibrous tissue with chronic inflammation consistent with prior surgical site reaction (native av).

Event description:
It was learned through implant patient registry and investigation that a 25mm 11400m mitris valve, implanted in the mitral position, was explanted after an implant duration of 2 years, 1 month due to unknown reason. The explanted device was replaced with an unknown device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (health effect - clinical code, type of investigation, investigation findings, investigation conclusions). Hypertrophic cardiomyopathy causes a thickened ventricular septum which likely caused the mitral bioprosthesis to obstruct the lvot over time. The narrowed space caused by hocm likely pushed down the stent post into the lvot. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the complaint is able to be confirmed via medical records and the most likely root cause is patient factors. Per the medical records, the lvot obstruction was due to the patient's history of rheumatic heart disease, chronic heart failure and hypertrophic obstructive cardiomyopathy (hocm). An edwards defect has not been confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (device code(s)),